Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to need of frequent MRI imaging. It is unknown if there are plans to reimplant the patient as of the date of this report.